Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: the black box and pump histories from the date of the event have been overwritten due to continued use of the device. There were no errors, alarms or warnings observed in the alarm history indicating an interruption in delivery. The pump was put on a basal program of 1u/hr for 24 hours during the investigation; the pump history indicated the total daily dose was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 37 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an inaccurate delivery issue.